Event description:
It was reported that part of the m1923a infant/neonatal filter-line set separated from the assembly and was found in the endotracheal tube. There was no pt harm reported as the small diameter of the endotracheal tube prevented further migration of the loose part.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.